Manufacturer narrative:
Initial and final MDR 1894504 - MDR 3003442380-2024-09851 - device 16 of 16

Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported that patient faced sixteen infusion set fell off events during use. The sets were in use for 5-6 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.